Manufacturer narrative:
G3- date received by manufacturer 28/10/2020. Claim #: (B)(4).

Manufacturer narrative:
G3: manufacture date supp2 correction: 07/23/2021. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -13.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim# (B)(4).